Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, allergic reaction (pt: allergic reaction), was deemed to meet the serious injury criteria of inflicting permanent damage. The device history of radiesse injectable implant could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us physician and concerns a patient. The patient was injected with radiesse®, elsewhere. After the treatment with radiesse®, the patient experienced an allergic reaction with hives, a general body rash, a decreased immune system and permanent damage from it. The reporter did not imagine it being the case but wanted to hear the opinion of clinical experts. The outcome of the events was unknown.

Event description:
Follow-up information was received on 20-jul-2021: the reporting physician confirmed that the patient was treated by another physician, and was just included as an expert. The reporting physician did not think that this was a radiesse® reaction. The outcome of the event remained unchanged. Due to the provided information, the reporter causality was changed from reasonable possibility to not related.